Event description:
The user facility reported an 86-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the team had difficulty with traversing the native anatomy. The team attempted all troubleshooting and guidewires. The delivery failed. The cp was aborted, and percutaneous coronary intervention (pci) proceeded without the support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The product was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since the doctor had difficulty delivering the pump due to resistance from aorta.